Event description:
It was reported that some time post catheter placement, the catheter was allegedly occluded. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one hickman s/l catheter was returned for evaluation. Functional, gross visual, microscopic visual and other evaluation were performed on the returned device. A complete circumferential break was observed approximately 27.0 cm from the distal end of the tissue cuff. However, the edge of the complete circumferential break appeared smooth, and striations were noted on the break surface. The investigation is inconclusive for the reported catheter occlusion issue, as the exact circumstances at the time of the reported event are unknown and the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm this event occurred under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: see h10.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post catheter placement, the catheter was allegedly occluded. There was no reported patient injury.